Event description:
It was reported that this right ventricular lead showed high pacing impedance out-of-range of over 3000 ohms. Technical services reviewed this patient's data and noted episodes with oversensed myopotential noise. The patient has underlying rhythm and will visit the hospital for further evaluation. Additional information was received, a chest x-ray was performed and no lead fracture or any other issues were found, the lead was reprogrammed to unipolar and the patient will continue to be monitored. This lead remains in service and no adverse patient effects were reported.